Event description:
It was reported that this pacemaker exhibited an intermittent undersensing which was found on the ra channel. The settings of the ra automatic gain control are 0.25 milli volts and right ventricular (rv) automatic gain control is 1.5 milli volts. As of this time, this device remains in service. No adverse patient effects were reported.